Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated for high blood glucose with manual syringe. The customer advised he is also taking prednisone which elevates his blood glucose . The customer advised that he was relatively new to his pump and was still adjusting to settings. The customer believes his high is infusion set related since he didn't feel good about his insertion and has had highs ever since changing his set out this morning. The customer advised he did not have time to troubleshoot for high blood glucose and did not wish to perform repeated troubleshooting for no delivery as he needed to go to work.